Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject flex video scope device was kind of staticky, even after a reset. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tear inside channel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the noisy image was due to an electrical/electronic component problem; expected or random component failure without any design or manufacturing issue. The tear was likely the result of stress. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.